Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown. The customer reported a blood glucose (bg) level of 250 (mg/dl) and administered a bolus after reloading pump supplies to stabilize bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a out of battery alert had occurred and had not been addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to charge pump more frequently.